Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned. The service engineer reviewed the event logs and a low base pressure and check circuit alarms were found. When the device was tested, no alarms were generated but it failed the pump leak test. The pump was replaced and the device passed all testing.

Event description:
It was reported that a patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.